Event description:
It was reported that, "surgeon put on a pin clamp but would not tighten against the carbon rod. It was as if the bolt was stipped."

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information become available it will be reported on a supplemental report.